Event description:
Complainant alleged that the medics were attempting to defibrillate, with the device paddles, a male pt in his fifties and who was in full cardiac arrest. The pt was presenting a ventricular fibrillation rhythm. The medics attempted to charge the device (joule setting unk), but they received a "cannot charge" error message on the device screen. The medics were able to obtain another device to treat the pt. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction.